Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. B17,c20,d15 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after successful anteroposterior fluoro images, they proceeded to took lateral image and the system would not spin. Representative tried the hand switch and foot pedal and reboot of the system with no resolution. The system was stuck in initializing after the reboot. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome. No additional information was provided.